Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Cause of elevated bg level was unknown. Bg was treated intravenous insulin and saline. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage.